Event description:
Physician confirmed twiddler's syndrome, and the patient was manipulating the inspire implant.

Event description:
Patient presented to the physician with pain at the chest incision site due to the ipg flipping within the pocket. Physician brought the patient into the or and removed the entire inspire system.